Event description:
The customer contact reported low suction. During incoming inspection prior to clinical use, it was reported that after a suction liner was inserted into the suction canister and vacuum applied, low suction was noted. The canister was replaced and inspection resumed. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.